Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe scale marking missing. Bd has performed a device history record¿s review (DHR) including a review of all data collected during in process and quality inspections and complaint evaluation, the batch involved in this complaint meet all acceptable quality levels (aqls), and were manufactured and released according to applicable procedures and specifications. Investigation conclusion: the production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria. The incident identified from this complaint will be monitored for trend evaluation. Root cause description: the probable cause for the occurrence is related to failure at printing system at the marking machine, allowing the defect product flow of the process.

Event description:
It was reported that syringe plastipak 10ml s/su was missing scale markings. The following information was provided by the initial reporter: "the syringe is missing the graduation mark".